Event description:
The patient was experiencing an increase in headaches and spasticity. The dosage rate was increased without relief. A catheter dye study was attempted, but aborted as they were unable to withdraw fluid from the catheter. The pump was replaced. The patient is reported to be doing well not after resolution of some other medical problems.